Event description:
The customer reported that there was an alarm malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was an alarm problem. No pt harm was reported. Users were able to turn audible alarming off on caregroup alarming for other beds. The available info does not support that this was a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.